Event description:
It was reported that the ilet user experienced high blood glucose (bg) after announcing a smaller-than-usual meal and then consuming more food, resulting in a glucose level of approximately 260 mg/dl. Pump corrections algorithm brought bg back into range. Symptoms included hyperglycemia and dry mouth. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to incorrect meal size entry. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.